Event description:
Three days following a tuna procedure the patient presented with gross hematura and was admitted to the hospital overnight for intermittent bladder irrigations and cardiac monitoring. On follow-up clinic visit continued hematuria and urinary retention were noted and the patient was again admitted to the hospital for continuous bladder irrigations and observation. The hcp reports that the patient has been discharged from the hospital with no further hematuria or voiding difficulties.